Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately 12am midnight when the patient attempted to measure his blood glucose using the subject device. The patient stated that he manages his diabetes using an insulin pump, and he denied making any changes to his usual diabetes management regime in response to the reported issue. The patient reported experiencing symptoms of ¿frequent urination and dry taste in mouth¿ approximately 1 hour after the alleged issue began, and denied receiving any form of medical intervention in relation to the reported issue. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the product. The csr was unable to resolve the issue during troubleshooting and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.